Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced left sided deflation and capsular contracture (baker grade unknown) post procedure. Additionally, malposition of the breasts was noted bilaterally. These conditions were all diagnosed by a physician. As a result, explant and replacement with saline prostheses was performed on (B)(6) 3030. The left sided prosthesis was reported under 1645337-2020-09913 on august 11, 2020. On september 15, 2020 mentor received additional information and initial awareness of a right sided device issue. This report relates to the right prosthesis.